Manufacturer narrative:
Other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a healthcare professional regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 MRI compatibility guidelines were being requested as the patient was having an MRI to rule out a granuloma. The reporter had no further history and no patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that the MRI found no granuloma and that the possible granuloma was the result of a device issue in the setting of severe pain. It was reported that the patient was in severe pain. No other interventions were indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.